Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset due to low battery supply one day post-implant. It was noted that the cause of the electrical reset was thought to be due to a burst of cautery right at the implant pocket, which was performed due to the patient being a "bleeder." The icm remains in use, and was planned to be re-programmed the week following the date of the call. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.